Event description:
It was reported that the device displayed a channel error. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8300 error 571.6241. Technical support - customer receives error code 571.6241 at power on (8300, s/n (B)(6)). Explained probable cause to the error being the luer sensor. Customer to interchange the luer sensor to isolate problem fault. Customer will repair/replace the luer sensor. Customer given part number to luer sensor for replacement. Informed customer if any further concerns and/or issues to give a call back. End call. The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/16/2011 to the present date 9/28/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. H3 other text : no product received for evaluation.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device displayed a channel error. There was no patient involvement.